Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted, due to stress urinary incontinence. It was reported that she experienced pain, infection, incontinence, bleeding and other injuries following the procedure. It was reported that the patient underwent surgery on (B)(6) 2018 and on (B)(6) 2018. No additional information was provided.